Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of non-dehp i.v. Catheter extension sets disconnected. When attempting to flush the line, the t-connectors disconnected. It was not reported when in the process step the events occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the microbore winged female luer lock adapter was observed separated from the tubing. The reported condition was verified. Due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.